Event description:
The patient reported the surgeon implanted a 12.1mm micl12.1 implantable collamer lens in his right eye (od) on 0(B)(6) 2012. The patient reported had lost vision due to the development of a cataract and the lens was explanted. The facility reported the date of cataract diagnosis was (B)(6) 2014 and it was an anterior subcapsular cataract. The lens was explanted on (B)(6) 2014, the cataract was removed and an iol was implanted. The patient's visual acuity one day after explant was 20/30 and the prognosis is good.

Manufacturer narrative:
A review of the device history record was performed and nothing was found in the manufacturing process of this lens that could have caused the reported event. Based on the complaint history, work order search, medical review, device history record review and the product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly, by a patient, the icl was explanted two years after implantation to address decrease in visual acuity due to a cataract development. According to the dcr, received on 05/12/2014, the cataract surgery was performed 3 weeks after anterior subcapsular cataract (asc) was diagnosed and competitor`s iol was implanted successfully at the same surgery date. The va was 20/30 at first postoperative day with good prognosis. Even though, the cataract was attributed to the device it should be noted that literature reports that only 6-7% of patients develop anterior subcapsular opacities following icl implantation but only 1-2 % progress to clinically significant cataract , especially in high myopes and older patients. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation codes: method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).